Manufacturer narrative:
Event date: - not provided. Initial reporter phone - not provided. Field service visited the account and checked the laser. He checked the galvo and related parts and cables, carry out alignment and did gel testing for 3hrs and everything was fine check and fasten galvo and related parts'' cables, carry out spatial alignment and video display alignment, did endurance gel test for 3 hrs and could not duplicate the problem. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that while laser was firing creating the raster pattern the beam moved to fire in another place and then the fire stopped. After that the surgeon stopped and performed keratome surgery.

Manufacturer narrative:
Phone number was available but not included initial report. (B)(6). A further evaluation was conducted - review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation a operational problem was found. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.